Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused bolus too quickly (over infusion). The intravenous (IV) pump delivered more than the ordered amount of normal saline (ns) bolus, infusing the prescribed 1000 ml and running the bag dry with an ¿air in line¿ alarm in under an hour during patient infusion at emergency room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.